Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d) the device provided treatment for a rvr that was detected in the ventricular fibrillation (vf) zone. The crt-d remains in use. No further patient complications have been reported as a result of this event.